Event description:
(B)(6) male patient underwent a peripheral artery angiography with angioplasty of the distal anterior tibial. 6fr sheath that had been sutured in place from a previous, broke off when cardiologist was pulling it out. Guidewire was advanced through distal portion of sheath, to the left sfa. Distal portion of sheath was removed and exchanged for a 6fr sheath. Arterial sheath was exchanged for a perclose device. Closure device successfully deployed. (B)(4).